Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03223. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system along with a 24mm watchman laa closure device and delivery system was used. The delivery system was advanced into the access system and positioned in the laa. The closure device was deployed, but it was deployed too deep, so it was fully recaptured and removed from the patient. After the recapture, it was noticed there was a small pericardial effusion that did not expand or cause tamponade. The patient did not experience any hemodynamic instability. The patient did not receive heparin during the procedure. The doctor successfully implanted a 21mm closure device without further complication. The patient has been discharged with no further intervention.